Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle and the procedural sheath was covering the balloon. Both the introducer sheath and the shuttle cartridge moved freely during investigation. The sealant was inside the shuttle cartridge. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. Subsequent to unsheathing, the proximal sealant was found partially unrolled and was not fully wrapped around the catheter. The device as received did not match the reported complaint. The shuttle cartridge was in manufacturing position. The introducer sheath and the shuttle cartridge moved freely, the reported deployment jam could not be confirmed. The review of the lhr (lot f1223302) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic neuro procedure on (B)(6) 2012. Access was obtained via a 5f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the device jammed. The device was removed and the patient was converted to approximately 12 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home with no clinical sequela the same day ((B)(6) 2012).